Event description:
The complainant reports an under delivery. The intended rate was 240 ml per hr. After one hour, approximately half of the formula was delivered per visual assessment.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.